Event description:
It was reported that during a device replacement, high pacing lead impedance, high threshold, and suspected lead fracture were observed. The lead was electively capped, replaced and abandoned. There were no adverse consequences to the patient.